Event description:
It was reported by service report that the fowler will not raise up. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Eval: gas spring trip.